Event description:
Customer reported issues with the insulin pump. Customer states that they were having trouble keeping the clip in and they think that is what's causing the increase in blood glucose readings. Customer states that the insulin pump disconnects only when they shower. Customer states that the blood glucose reading is 589 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.